Event description:
It was reported that patient underwent a surgical procedure to explant his artificial urinary sphincter (aus) ) due to unknown reasons. Items were opened and prepped for the procedure with the physician but the posterior portion of the urethra was perforated and the implant was aborted. The patient is doing well and the physician is planning to attempt the procedure again in one month.